Event description:
It was reported that this right atrial (ra) lead exhibited noise. All other lead measurements were normal and the physician was going to continue to monitor the patient. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).